Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (500 mcg/ml) via an implanted pump. It was reported that a dye study was done and determined that the spinal segment of the catheter had moved out of the intrathecal space post implant. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient elected to have the complete device system removed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.